Event description:
Completed medwatch rec'd reporting a pt adverse event that required hospitalization and med intervention. As stated in the report, "the pt is a chronic hemodialysis pt. Pt experienced hypotension followed by chest pain. Pt sent to ER for eval." As stated by the nursing supervisor, the pt arrived at the facility offering no unusual complaints. The machine and dialyzer were prepared at 5:30 am as per facility procedure (attached). The time the residual sterilant test was done is not indicated in the record but the test results are documented as negative. Treatment was initiated at 6:10am. The bp pre treatment was 190/70 sitting and 190/72 standing. At 6:15 am the pt complained of mild chest pain bp 120/70, hypertonic saline was administered, bloodflow, tmp and ufr were decreased bp improved to 170/70. The treatment continued for another 15 mins and then discontinued because the symptoms persisted. The blood was returned and the pt was sent to the hosp for assessment. The pt remained in the hosp for three days, dialysis was temporarily discontinued because of poor cardiac status but was restarted after approx 2 weeks. Med director's assessment "recent angioplasty with probable re-stenosis and cardiac dysfunction."

Manufacturer narrative:
Record review documents that the device met all release specs. Testing for residual chemicals were negative and the dialyzer passed all performance testing. The symptoms presented by the pt prior to the event can be what would typically be documented for possible reactions to an infusion of even a small amount of germicide. The symptoms could also be attributed to poor cardiac status and hypovolemia. In order that potential germicide reactions be avoided, strict compliance to documented procedures for rinsing the dialyzers for sterilant must be adhered to. Observation by dsd reps visiting the clinic indicated that compliance to documented procedure was erratic among caregivers. The recommended procedure for preparation of the dialyzer states that the dialyzer should not be allowed to sit without blood side recirculation and dialysate flow unless the dialyzer is re-rinsed and tested again for residual sterilant. The potential exists for rebound of the sterilant if either side is allowed to become "dry". There is nothing identified in the investigation to indicate that the device caused or contributed to this event. Trending of complaints rec'd indicates that no similar complaints have been rec'd. Co will continue to monitor.